Manufacturer narrative:
A ge service representative performed an on site investigation. The breaker was tripped. The breaker was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up. No patient injury was reported.